Event description:
It was reported that this right ventricular (rv) exhibited loss of capture along with high capture thresholds and low amplitude. The physician opted to replace this rv lead and the old pacemaker with a temporary pacemaker system. No additional adverse patient effects were reported.